Event description:
Customer has an hls set that developed a high pressure for unknown reason and had to swap out the set for another hls set. Complaint ID: (B)(4).

Manufacturer narrative:
A similar case was already investigate under complaint#(B)(4): as stated in the investigation report of ot#310782 clots could be found inside the oxygenator. The most probable root cause are clots in the oxygenator leading to a blockage. According to the risk assessment (hls set advanced 5.0 / hls set advanced 7.0, dms # (B)(4), v22) following causes could lead to coagulation: -de-airing luer lock connection too loose -air remains in or enters the circuit -hemostasis -air or blood remains in luer lock access port -too low anticoagulation -too low at level, effect of heparin is too limited -protamine sulfate enters the hls set -administration of substitution of congealable substance such as plateles -(consumption) coagulopathy -thrombozytopenia thus the reported failure could be confirmed. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).